Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead is no longer active. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.